Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a leak occurred at the pumping segment during a tpn infusion via a uvl catheter. The pump alarmed "alarm air in line" multiple times and the user observed the set to be leaking at the upper fitment. The set was removed and replaced. No patient harm was reported.

Event description:
The customer reported that a leak occurred at the pumping segment during a tpn infusion via a uvl catheter. The pump alarmed "alarm air in line" multiple times and the user observed the set to be leaking at the upper fitment. The set was removed and replaced. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of leaking at the upper fitment was confirmed. The report of air in line alarms during an infusion was not confirmed. Visual inspection showed a tear on the silicone tubing segment. During pressure testing a leak was observed at the location of the tear. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not identified. The root cause of the air in line alarms was not identified. The pump was not returned for investigation.